Manufacturer narrative:
Product code: ove (intervertebral fusion device with integrated fixation, cervical). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical arthrodesis. Intra-op, the cage broke during implantation. The broken cage was completely explanted. No patient complications were reported due to this event.